Event description:
It was reported that a caregiver did not announce a meal within the recommended window while using the ilet system, resulting in prolonged hyperglycemia with a reported peak above 325 mg/dl; the agent advised against announcing the meal after the fact due to hypoglycemia risk and confirmed that automated corrections were delivering and trending the glucose downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem related to an improper or incorrect procedure, and noted the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. Automated correction dosing and attention to infusion site function were reinforced as part of user education.